Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the inner grub screw of the bioraptor knotless suture anchor, hip, was not threaded and pulled out of the anchor when removing the inserter. The procedure was able to be completed with these anchors. A delay of less than 30 minutes was noted and no patient impact. No additional bone holes were required.

Manufacturer narrative:
Visual assessment of the devices showed the inserter tines and inner shafts of each device are bent. The inner plug on each device remains attached to the inner shaft. Sample (a) showed the inner plug is missing its distal end. Broken piece was not returned. Sample (b) showed the threads have been stripped from the distal end of the inner plug. The anchor bodies were not returned for examination. The condition of each device is consistent with excessive force being applied in conjunction with off axis insertion. Per the device IFU under precautions ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacture of the devices can be established.